Event description:
The complaint was reported as: the customer alleges that the water vapor coming out of the nebulizer was too small and the pt complained that they could not breathe vapor. No report of pt injury.